Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power test and error test. No battery out limit alarm and no unexpected alarm. Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also received an alarm during the manual prime. It was noted that the drive support cap was sticking out. Customer's blood glucose reading at the time of the call was 190 mg/dl. No further information reported.